Event description:
During a turp procedure, a karl storz resectoscope was used. Towards the end of the procedure, there was a popping noise and the high frequency cord blew off from the resectoscope. Two days later, pt was brought back to the o.r. And was found to have a hole in the bladder. Open surgery performed to repair it. The subject cord was discarded. The rest of the resectoscope set was held up at the hosp. Nothing will be returned for evaluation at this time.